Manufacturer narrative:
Product ID: 8596sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID: 8598a lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient had too much morphine in her pump (baclofen/morphine combination) and the patient appeared to be showing signs of being "narced out." The physician was going to perform a pump emptying procedure with our catheter access port (cap) kit. It was noted that the patient would then be receiving only lioresal through her pump. No other interventions were performed and the patient status was unknown at that time. Additional information was provided that the narcotic overdose was likely secondary to a combination of intrathecal morphine with oral dilaudid. There was a dose adjustment on (B)(6) 2013. The patient experienced sedation and respiratory depression and required hospitalization. The patient outcome was reported to be non-serious injury/illness.